Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss/suture retrieval issue was not confirmed because all the components were not returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted in the right common femoral artery (rcfa) and left common femoral artery (lcfa) with proglide devices using a pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa). Reportedly cuff misses occurred with four proglide devices. The sutures of four new proglide devices were successfully pre-placed in the rcfa and lcfa. The sheath was upsized to 16f and the aaa was performed. Hemostasis was achieved using the pre-placed proglide sutures. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.